Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any issue arises again.